Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a low priority (max air exceeded) alarm occurred on an amia cycler during peritoneal dialysis therapy. This event occurred during the initial drain. The renal therapy service agent assisted the patient to shut down the amia cycler and to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.